Manufacturer narrative:
(B)(6). Implant in (B)(6) 2014. Concomitant medical product: unknown femoral component catalog # unknown lot # unknown, unknown articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 01822565 - 2018 - 00447, 01822565 - 2018 - 00449. Remains implanted.

Event description:
It was reported that patient underwent left total knee arthroplasty on an unknown date and now requires a revision due to patella fracture, snapping noise, and falling. Patient uses a walker or cane to move around.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it was identified that this product did not cause or contribute to the reported event. The initial report should be voided.